Event description:
It was reported that at follow-up, the capture threshold and decreased r-waves were observed. Micro-dislodgement was noted via fluoroscopy. Lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.